Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-may-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) on (B)(6) 2019. The drug being delivered was 12.5 mg/ml morphine (unknown) at 1.75 mg/day. Medical history was chronic pain. It was reported that the patient did not believe that he has been getting adequate pain relief. Diagnostics/troubleshooting included a catheter dye study being performed, and extravasation (leaking) of contrast was seen at the site where the catheter enters the spine, just distal to the anchor. The issue started on (B)(6) 2019. There were no known environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention had occurred, but interventions/actions included a plan for the catheter to be surgically revised. No date had been scheduled. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that when they went in to look at the catheter, it was linked into the sutures of the pump and caused the catheter to kink. The manufacturer representative confirmed it was when the pump was placed (B)(6) 2017. On (B)(6) 2019, they did a revision of the catheter and corrected the issue. There were no further complications reported at this time.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Implanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-14. It was reported that the cause of the leak is not known. No actions have been taken yet. A surgical revision of the catheter is planned, but not yet scheduled. The issue is not yet resolved. The product is still implanted, but will be revised. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-apr-18. It was reported that after the revision on (B)(6) 2019 the patient had a spinal headache and they had pulled 30-40 ccs of fluid from the spinal incision site. They suspected a csf (cerebrospinal fluid) leak. It was noted the headache had gotten better. The doctor was inquiring about treatment options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the cause of the catheter becoming linked into the sutures of the pump, the rep reported the cause was user error. It appears that the implanter inadvertently tied the anchor suture to the catheter. The catheter was explanted, and revised. However, it was destroyed in the process of removal, and would not be returned. The catheter had been cut into multiple pieces in the process of removal. It was indicated the information provided had been confirmed with the physician/account.